Manufacturer narrative:
The sysmex sp-10 instructions for use (IFU) discusses safe handling of the instrument in numerous citations. The introduction provides a full page of warnings, including the following: "if the (warning) sign is ignored and the instrument is operated incorrectly, a potentially hazardous situation could result in death or serious injury of an operator, or grave property damage." Markings on the instrument, also covered in this section, specifies: "do not put your hands inside the instrument when operating. You may get injured by a moving part such as a hand clipper." IFU chapter 2 - safety information, warns user to keep long hair, fingers and clothing away from moving parts while operating and not to reach inside the main unit while the instrument is running. Never open the cover when the power is on. Never insert your hand inside the device while it is in operation. To avoid infection the user is warned that all parts and surfaces of the instrument must be regarded as potentially infectious, since this instrument analyzes patient specimens. Employee safety regulations are required by the occupational safety and health administration (osha) and are to be enforced by the individual employer. While performing troubleshooting procedures the operator's finger was injured; the reason for trouble shooting the instrument is unknown. In IFU, chapter 6 - making a smear, users are informed not to touch nor remove the cap piercing (cp) cover while the sampler is running. There is a potential that operators could be injured by the piercer or other mechanical parts. It also states that once the cp cover is removed, the monitoring switch turns on and the sampler operation stops. The competence of the user with regards to the analyzer is not known. IFU chapter 2 - safety information, cautions those who have little or no experience operating the sp-10 are expected to use the instrument under the guidance and assistance of an experienced operator. This incident is a user error issue. Anyone using the equipment is required to follow all directives in the sysmex instructions for use as well as any requirements for ppe. The fse arrived on site and repaired the instrument. Because the operator suffered an injury that had a potential for exposure to blood-borne pathogens and was given medication, the injury is considered serious, and care exceeded simple first aid measures; therefore, this issue is being reported FDA.

Event description:
An operator was injured when the sp-10 automated slide preparer's piercer punctured the skin on the operator's finger. The incident occurred while the operator was performing troubleshooting procedures on the instrument; operator reached into the piercer area. Later on that day the user requested field service to resolve "dispense pipette motor errors" occurring on the sp-10. The error message of "dispense pipette motor errors" is generated from an area not located near the sp-10 piercer. A field service engineer (fse) was dispatched to evaluate the analyzer's performance. The laboratory supervisor did not provide further detail on the incident or elaborate on the extent of the injury. Following the site's internal policy for needle stick injuries, the operator sought medical treatment at the emergency room and the incident was reported to the employee health department. The operator was treated according to the site's hazardous exposure policy and has since returned to work. It is unknown if the operator was tested for exposure to blood borne pathogens. This occurrence was evaluated for reportability using the FDA needlestick medical device reporting guideline.